Event description:
It was reported that following a spinal cord stimulation (scs) permanent implant procedure, during which the patients pulse oxygen level dropped significantly. As a result, the patient required intubation and manual ventilation for artificial breathing for the remainder of the procedure. Following the procedure, the patient was admitted to the hospital for observation. The implanting physician attributed the significant drop in oxygen levels to the effects of anesthesia administered during the procedure. The patient was expected to fully recover.